Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system presented to the emergency department with syncope and vomit. Right ventricular (rv) lead thresholds were high and noise was noted, and left ventricular (lv) lead had exhibited loss of pacing and sensing. Technical services (ts) was consulted and it was noted that right ventricular (rv) auto threshold test had been interrupted during a telemetry session. This crt-d system remains in service. No additional adverse patient effects were reported. Additional information was received and syncope was attributed to loss of capture, the system was reprogrammed. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system presented to the emergency department with syncope and vomit. Right ventricular (rv) lead thresholds were high and noise was noted, and left ventricular (lv) lead had exhibited loss of pacing and sensing. Technical services (ts) was consulted and it was noted that right ventricular (rv) auto threshold test had been interrupted during a telemetry session. This crt-d system remains in service. No additional adverse patient effects were reported. Additional information was received and syncope was attributed to loss of capture, the system was reprogrammed. No adverse patient effects were reported. Additional information was received and this right ventricular (rv) lead has been explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system presented to the emergency department with syncope that occurred several times with vomit. Right ventricular (rv) lead thresholds were high, and noise over sensing with possible pacing inhibition was noted. Left ventricular (lv) lead had exhibited loss of pacing and sensing. Technical services (ts) was consulted, and it was noted that right ventricular (rv) auto threshold test had been interrupted during a telemetry session. Also, rv lead appeared to show loss of capture. This crt-d system remains in service. No additional adverse patient effects were reported.